Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak occurred between the safe lock adp connector and baxter bag during an unknown phase of their pd therapy. Upon follow-up with the patient's peritoneal dialysis registered nurse (pdrn) it was reported that no patient adverse effects were experienced and no medical intervention was required. The patient was retrained on connecting the baxter bag. Follow-up with the patient revealed that the patient is trained on stat drains and manuals dialysis if needed, and was able to complete treatment using manuals. The phase of treatment the leak occurred was unknown. The product sample is not available to be returned to the manufacturer for evaluation because it was discarded.